Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Unit received with stripped battery cap coin slot. Unit received with cracked case at display window corners and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to a high blood glucose level. Customer's blood glucose level was 374 mg/dl. The infusion set had a bent cannula and the customer was not receiving all the insulin. She had a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of the hospitalization. She corrected her blood glucose with insulin shots. The customer was unable to remove the battery cap. The top of the cap was stripped. The insulin pump did not alarm no delivery. The customer was advised that the device would be replaced and agreed to return the product for analysis.